Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d11: product ID neu_unknown_cath lot# / serial# unknown implanted: unknown explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources including manufacturer representative, healthcare provider (foreign), user report (agence nationale de sécurité du médicament et des produits de santét reference no. (B)(4)) regarding a patient who was receiving baclofen via an implantable pump. It was reported that the 43-year-old patient had benefited in (B)(6) 2022 from the insertion of a baclofen pump in a context of spasticity on post-traumatic t5-t6 paraplegia. In (B)(6) 2024, the patient experienced a recurrence / increase  of spasticity, with the need to increase the pump doses of baclofen from 200 mcg/day to more than 800 mcg/day without a decrease in spasticity. The date (B)(6) 2024 is considered an approximate date of event regarding recurrence / increase of spasticity (specific month and year known only). In consultation, a bolus of 100 micrograms did not change the patient's spasticity. There was doubt about the functionality of the catheter so the physician decided to replace the catheter on (B)(6) 2024; however, without favorable result / evolution on spasticity. As such, the physician then decided to replace the pump on (B)(6) 2024.  There were no known environmental, external, or patient factor that may have led or contributed to the issue.  It was unknown if the issue was resolved as of 2025-feb-12.  The pump was to be returned to the manufacturer.  The patient's age and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The explanted catheter¿s model number, serial/lot number, and implant date were not able to be obtained. Further information regarding if the issue / increased spasticity was resolved, and if the catheter would also be returned, were unable to be obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-20 pump: the returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was determined that the information previously captured in mfg report # 2182207-2025-01977 is a duplicate of mfg report # 3004209 178-2025-03584. Any further information regarding the event will continue to be reported in mfg report # 3004209178-2025-03584. The following information was previously reported in mfg report #2182207-2025-01977: information was received from multiple sources (ma nufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen of an unknown concentration at a dose rate of 200 mcg/day via an implantable pump. It was reported that in october, the patient experienced an increase in spasticity. The date 2024-oct-01 is considered an approximate date of event (specific month and year known only). The physician increased the dose of baclofen until 800 mcg/day without a decrease of spasticity. So, the physician decided to change the catheter on (B)(6) 2024 without result. As such, the physician then decided to replace the pump on (B)(6) 2024. There were no known environmental or external patient factors that may have led or contributed to the event. It was unknown if the issue was resolved as of (B)(6) 2025. The hospital was in possession of the pump which was to be returned to the manufacturer. No further surgical intervention was planned. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history and age at the time of the event were unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative. The serial number and implant date of the pump were unknown. The model number, serial/lot number, and implant date of the catheter was unspecified. Further troubleshooting / diagnostic tests performed to resolve the event were unknown. Further actions taken to resolve the issue regarding increased spasticity were unknown. The issue was resolved and the patient was withdrawn of intrathecal baclofen. The status of the catheter that was replaced, and if it would be returned to the manufacturer, were unknown. The pump has not since been returned to the manufacturer for analysis and the status of the pump was unknown. It was clarified that the company representative was initially notified of the event (previously reported information) on 2025-jul-23.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.